Event description:
It was reported that the ipg was not working as intended. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the ipg was not working as intended. The patient underwent an ipg replacement procedure. Additional information was received that the explanted ipg will not be returned as it was discarded by the medical facility. The patient was doing well postoperatively.